Manufacturer narrative:
H3, h6: the unknown robotics device, used for treatment was not returned for evaluation, therefore a device analysis was unable to be performed. The clinical/medical investigation concluded that the clinical root cause was the reported acute hematogenous infection/bilateral psoas abscess. Patient impact included patient symptoms, diagnostic testing, bilateral debridement with insert exchange/revision, antibiotic therapy, and the reported post-revision residual stiffness at 1 year. The diagnosed acute hematogenous infection at 2 years post tka does not suggest a product issue. Without definitive part/lot/serial numbers a complaint history review cannot be performed for the devices involved. While all products meet required manufacturing specifications prior to release a serial number, lot number, part revision or software version is required to link the device to a DHR. Due to insufficient information on the complaint device, it is not possible to perform a review of product labeling (including technique guides, ifus, etc.). The risk review could not be completed as no sufficient information was provided that relates the specific failure mode to the device. A historical escalation event review was not completed. The product was not returned and no evidence was made available to link the complaint to an escalation event. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on the investigation, no containment or corrective action is recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Manufacturer narrative:
Internal reference number: (B)(4). Doi: 10.1002/rcs.2505. This complaint was opened by smith+nephew to document a patient complication identified through a review of clinical evidence from literature sources that includes reference to the use of a smith+nephew product. The reported issue(s) relate to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
On the literature review "surgical accuracy and clinical outcomes of image-free robotic-assisted total knee arthroplasty", it was reported that, two (2) years after undergoing robotic-assisted journey ii tka implantation with either a navio or cori system, the patient presented a periprosthetic joint infection that was treated by conducting debridement and insert revision surgery. Intraoperative tissue culture revealed presence of methicillin-susceptible staphylococcus aureus, for which an antibiotic was administered during a 6-week period. At 1-year follow up there was no recurrence of infection; however, residual stiffness was observed.